Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3596 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse from the hospital performed catheter placement by blinded puncture of the median cubital vein on (B)(6) 2020. A catheter (model 7717405) was placed. Since the failure to carefully check for the graduation on the catheter when pre-flushing, the operator did not find that there was no graduation on the catheter until trimming the length of the catheter after placement.